Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01xe8, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) was turned off because when it was turned on she would be ok but then she would get a prolonged shocking if she moved around or sat down, so she was afraid to use it. This had been happening for the last few months and before that it would happen off and on. It was clarified that this started last year, 2015. The patient had fallen out of bed and landed on her back in (B)(6). She was at 2.2 and had tried to lower stimulation but it didn¿t help. The patient did not feel this shocking when the stimulation was turned off. A doctor saw her a few weeks ago and he was wondering if it was ¿broken or pulled apart or something.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.